Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while brushing their teeth. Review of the episode determined that the shock was due to oversensing of noise. The patient was brought in for testing and the noise was able to be reproduced in both primary and secondary. An automatic setup was performed where showed the current programmed vector was still the best sensing vector. The device was left programmed in primary sensing vector with the cut off zone increased, and smart charge feature extended to maximum. Technical services (ts) reviewed the data and noted that there was possible reduction in r-wave in the past which could be one of the reasons contributing to the over sensing. There is some minor noise in baseline similar to possible myopotential activity. The patient will continue to be monitored via the remote home monitoring system. The s-ICD remains in service.